Event description:
It was reported that the insulin pump was alarming button error even though the buttons were not held down for three minutes or longer. It was also stated that the customer was hospitalized due to high blood glucose levels, with a reading of 1100 mg/dl. Troubleshooting was not conducted as the insulin pump was being replaced for the button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarms due to corroded keypad traces. Unable to conduct the functional test including the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump also had a missing end cap sticker.